Event description:
Revision of knee components reportedly due to tibial loosening.

Manufacturer narrative:
Engineering evaluation of the returned tibial insert noted that the bottom surface is smooth with two circles present where the most loading occurs. There was pitting on both condyles on the articular surface. The left side had pitting the entire a/p and m/l range. The right side had pitting the entire m/l range but the posterior region did not have pitting.